Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial biopsy procedure. It was reported that the spheres were not being tracked during the case. The issue was resolved by replacing the product with a new one, and the surgery was completed without further issue. There was no reported delay to the procedure to this issue or impact on patient outcome.